Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that five years and two months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to acute coronary syndrome (acs). Echocardiogram and catheterization were performed, and the patient was diagnosed with acute severe central aortic regurgitation. Poor coaptation of the valve leaflets and mild annular calcification were also observed, and the patient had hemodynamic instability. Coronary arteries were patent. The patient was intubated and sent to surgery. The failed valve was explanted and a surgical aortic valve (sav) was successfully implanted. Per the interventional cardiologist, the failed valve was stiff upon explant. Two days after the failed valve was explanted, the patient was recovering very well. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in a specimen jar without solution. A white multifilament suture was attached to the frame on the outflow. Leaflet 1 (l1) was in a closed position, leaflet 2 (l2) appeared excised, and leaflet 3 (l3) appeared partially open. Large gap between the leaflets appears to be associated with the excised leaflet. All leaflets were slightly stiff yet pliable except where host growth was observed. Leaflet 1 deterioration, approximately 3 mm in length, was observed on the superior coaptive junction of commissure 3-1. Calcification nodules were found on the inflow and outflow of leaflet 1. Leaflet 2 appeared excised with remnant tissue still attached to the margin of attachment. Calcification nodules were found on the inflow and outflow of leaflet 3. Leaflet 3 deterioration, approximately 3 mm in length, was observed on the superior coaptive junction of commissure 3-1. Early signs of tissue deterioration were noted near the calcification nodule attached to the superior coaptive junction of commissure 2-3. Tissue deterioration found on all leaflets appear to be associated with visible calcification. Calcification was found on commissure 3-1; tissue deterioration observed inferior to the commissure. Commissure 1-2 appeared encapsulated with glistening pannus; leaflet dehiscence noted below the commissure. Thick pannus adhered to commissure 2-3; unable to assess condition. Frame showed evidence of scratches and/or gouge marks. Damages possibly associated with the explant procedure. Glistening off-white pannus lined the inflow crowns, extending into the inner lumen of leaflets 1 and 3. Pannus adhered circumferentially to the outflow frame, extending to all commissural areas and approximately 1-3mm onto the cusps of leaflet 1, leaflet 2 and leaflet 3. Radiography revealed calcification on leaflets 1 and 3 and commissures 3-1 and 2-3. Radiography did not reveal evidence of frame deformation or fractures. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.